Manufacturer narrative:
The product has been returned, however, the analysis has not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, during the deployment, the capsule of the delivery catheter system (dcs) separated. The capsule separation was identified, and the system was removed. Another valve and dcs were used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) handle and tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. A void was observed along the proximal end of the capsule. The capsule was bent. The proximal end of the capsule was separated. The separation site was jagged and uneven. A break was observed on the inner member distal to the outflow tool. The inner member was jagged and uneven at the break site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The multiple capsule breaks in different areas of the delivery catheter system (dcs) capsule were likely caused by further compression of the capsule after the initial break, with the spines still transitioning force even though already separated. The multiple breaks of the capsule are likely why the capsule polymer is not completely separated. The damage to the outside surface of the capsule in the areas of the capsule spine breaks may have been caused during removal of the tav as the capsule would need to be held with considerable force or may have happened during the capsule break. Analysis of the devices and procedural images submitted for review confirmed the reported capsule separation, which occurs when excessive compressive force is applied to the capsule and the capsule then separates when tension is applied. Analysis conducted by borescope showed track marks from interaction of the paddle with the capsule liner. This is consistent with damage during a misload. When a valve is loaded correctly, onto a dcs, the valve paddles are seated within the pockets of the spindle and the capsule is positioned over the assembly. If the paddles are not seated correctly, they sit proud of the spindle pocket, increasing the outer diameter of the assembly. If left uncorrected, additional force may be applied through the capsule, damaging the system. Capsule damage initiated during the loading process is not always identified during inspections to confirm a correct load and absence of capsule damage. If the defects are not identified during loading, the tensile force applied during deployment can lead to the capsule polymer stretching or the capsule detaching. Based on the evidence available, the root cause of the capsule separation cannot be conclusively determined. If information is provided in the future, a supplemental report will be issued.